Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation as it was discarded. Therefore; a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts were made to obtain the missing information. However; no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had scratches on the center of the optic. The cosmetic issue was noted after full insertion into the eye. The iol was removed and replaced from the patient's left eye (os) in the same procedure. The incision was enlarged and sutures were placed. The iol was replaced with a different model lens. There was no further patient injury reported and the patient is stated to be doing fine post-operation. The iol will not be returned for investigation as it was discarded. No additional information was provided.